Event description:
It was reported that boston scientific technical services were contacted to evaluate the gradual trend of increased shock impedance from the right ventricular (rv) lead. It was noted that the shock impedances were out of range. Technical services recommended in-clinic lead integrity testing prior to potential lead revision to resolve the event. Additional information has been requested regarding event resolution, but it has not yet been received. At this time, the rv lead remains implanted and in service and the patient was stable with no adverse consequences.